Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and endometriosis ('endometrioma') in an adult female patient who had essure (batch no. 927084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant) and menometrorrhagia ("frequent heavy menstruation"). The patient was treated with surgery (ablation and removal of endometrioma). Essure treatment was not changed. At the time of the report, the genital haemorrhage, endometriosis and menometrorrhagia outcome was unknown. The reporter considered endometriosis, genital haemorrhage and menometrorrhagia to be related to essure. The reporter commented: essure insertion detail: the first essure coil was placed in the right tube with 6 coils remaining in the uterine cavity and on the opposite side the second essure coil was placed with 4 coils remaining inside the endometrial cavity. Both coils were adequately placed. The patient was stable and transferred to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: unavailable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and endometriosis ('endometrioma') in an adult female patient who had essure (batch no. 927084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and gastric bypass. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleedng"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). In (B)(6) 2019, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and menometrorrhagia ("frequent heavy menstruation"). The patient was treated with surgery (ablation and removal of endometrioma). Essure treatment was not changed. At the time of the report, the genital haemorrhage, endometriosis, menometrorrhagia, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, endometriosis, genital haemorrhage, menometrorrhagia, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion detail: the first essure coil was placed in the right tube with 6 coils remaining in the uterine cavity and on the opposite side the second essure coil was placed with 4 coils remaining inside the endometrial cavity. Both coils were adequately placed. The patient was stable and transferred to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion tubes were sealed off.. Imaging procedure - on an unknown date: result: unavailable. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-sep-2020: pfs received: events: vaginal hemorrhage, menorrhagia, abdominal pain were added. Onset date of events: vaginal hemorrhage, menorrhagia, abdominal pain, endometrioma were added. Severity of abdominal pain was added. Patient demographic, medical history, lab data were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and endometriosis ('endometrioma') in an adult female patient who had essure (batch no. 927084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant) and menometrorrhagia ("frequent heavy menstruation"). The patient was treated with surgery (ablation and removal of endometrioma). Essure treatment was not changed. At the time of the report, the genital haemorrhage, endometriosis and menometrorrhagia outcome was unknown. The reporter considered endometriosis, genital haemorrhage and menometrorrhagia to be related to essure. The reporter commented: essure insertion detail: the first essure coil was placed in the right tube with 6 coils remaining in the uterine cavity and on the opposite side the second essure coil was placed with 4 coils remaining inside the endometrial cavity. Both coils were adequately placed. The patient was stable and transferred to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: unavailable. Most recent follow-up information incorporated above includes: on 31-mar-2020: plaintiff fact sheet and medical record received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ abnormal bleeding (general), removal of endometrioma and menometrorrhagia. Patient demographics, lab data, essure lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.